Event description:
The devices shock cushion and handles were moved when locked. There was no pt involvement.

Manufacturer narrative:
Retrospective review of locking mechanism failures deemed this a reportable event. The investigation determine the mst probable cause to be an excessive clearance between the inner diameter (bore) of the cam rod and it's mating post. An out of spec condition on either the base handle bore and/or the post could lead to the cascading affect where the tension on the cam rod significantly increases because of the reduced area of contact, as well as the cushion component. This in turn could result in a significantly reduced cam rod life. A recall has been initiated.